Event description:
Baxter reported, "the disconnect caps came off from the spike after connected by the clean flash auto which occurred three times a day." The date of how long the set was in use is unk. There was no pt injury or medical intervention associated with these events.